Event description:
Patient underwent total right hip arthroplasty in 1991. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. The acetabular cup and competitor modular head were removed and replaced with a competitor head and a biomet cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.